Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the vessel sealer extend instrument stopped working during the case. The vessel sealer extend intermittently smoked and would not cut. The customer used another vessel sealer extend instrument to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the vessel sealer had no audible tones and stopped working. The instrument was inspected prior to use and was not found to have any issues. The surgeon was in the middle of sealing when the instrument stopped working, therefore used a backup. No other issues were identified. The instrument was smoking however did not cause any harm or injury to the patient. The case was completed using the backup instrument. There were no insufficient seals. The instrument has been returned for isi evaluation. Additionally, the customer stated that there was thermal damage observed on the vessel sealer. The instrument was inside the patient when the smoking was observed however no known injury to the patient. She stated that the thermal damage was observed inside the jaws of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce - could not verify external event to be related to the customer reported complaint. A review of error logs did not show cutting failures or any other failures. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A cut test was performed and it passed 3 out of 3 attempts. Energy delivery and continuity test were performed and passed. There was no unusual intermittent smoke from the instrument. The knife slot measured approximately .026¿. Visual inspection was performed, and no damage was found on the distal wrist. There was no thermal damage observed. There was no blade exposed and no blade damaged. The instrument was fully functional. There was no problem was detected. A review of the instrument log for the vessel sealer extend instrument (480422-01/l122206260382) associated with this event has been performed. Per the logs, the instrument was last used on 31-aug-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the vessel sealer extend instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. It was also alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in: b1, and h1 additional information can be found in: g3, g6, and h2 on (B)(6)2022, additional information was obtained from the customer. The customer stated that thermal damage was observed on the vessel sealer. The instrument was inside the patient when the smoking was observed however there was no injury to the patient. She stated that the thermal damage was observed inside the jaws of the instrument.